Event description:
It was reported post op a laparoscopic adjustable band procedure and the device was leaking at the band site. During reop the surgeon noticed that the band was exploded and a piece was missing from the band. The device was removed and the missing piece was retrieved, and there was no erosion. Once the band had been removed, a competitor's band was implanted.

Manufacturer narrative:
Information anticipated, but unavailable at this time.